Event description:
A doctor alleged that multiple patients had experienced the loss of a crown after placement with the nx3 product.

Manufacturer narrative:
Specific information with regard to patient genders, ages, and weights was not provided. The doctor cleaned out the crowns and re-cemented them using a different product for each of the patients. To date, each of the patients are doing fine. The product was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.